Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set came apart; the female connector (dark blue) separated from the light blue mainbody. This issue occurred when unscrewing the minicap to connect before peritoneal dialysis therapy. The patient used alcavis as a cleaner on the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to an inadequate solvent bond between the female connector, insert chip, and main body which occurred during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.